Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump was delivering insulin slower than normal during the fill tubing sequence. Additionally, the wake button was unresponsive. The customer declined to provide further information and declined a follow up call from tandem technical support.